Manufacturer narrative:
At this time, the lead remains in service. Should additional information become available, this event would be updated. The lead was surgically abandoned approximately 3 and a half years later due to intermittent capture. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting intermittent capture at max outputs in both bipolar and unipolar configuration as well as intermittent sensing. Impedance measurements were still within range. The patient has a history of intermittent heart block, however there were no reported adverse patient effects. A lead revision has been scheduled.